Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause has been established through acumed's health hazard evaluation process. Additional reporting on this event will be provided as a follow up report if additional information becomes available.

Event description:
It was reported that the 1.5 acu-loc driver tip broke. There was no adverse consequences or delays reported.